Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off due to moisture exposure tape not sticking. No further information was available.